Manufacturer narrative:
(B)(6) dob and weight not provided for reporting. Date of event: unknown. This report is for one (1) unknown screw locking. Part and lot numbers are unknown. Without a valid part and lot number, the UDI is not available. Original surgery was (B)(6) 2014. Revision on (B)(6) 2017. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a patient had to undergo a revision surgery on (B)(6) 2015 for nonunion of humerus. The original surgery was done on (B)(6) 2014. During the revision surgery, one plate, seven 4.5 mm cortex screws and one 5.0 mm locking screw were removed intact. The patient was implanted with one 4.5 mm narrow lcp® plate 8 holes/152 mm, three 4.5 mm cortex screws, three 4.0 mm cortex screws, one 3.5 mm lcp plate 6 holes 85 mm holes/152 mm, three 3.5 mm cortex screws and two 3.5 mm locking screws. The intra-op cultures came back positive from the day of surgery. No other details are available. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision surgery on (B)(6) 2015 for nonunion of humerus. The original surgery was done on (B)(6) 2014. During the revision surgery, one (1) plate, seven (7) 4.5mm cortex screws and one (1) 5.0mm locking screw were removed intact. The patient was revised to one (1) 4.5mm narrow locking compression plate (lcp) plate 8 holes/152mm, three (3) 4.5mm cortex screws, three (3) 4.0mm cortex screws, one (1) 3.5mm lcp plate 6 holes 85mmholes/152mm, three (3) 3.5mm cortex screws and two (2) 3.5mm locking screws. This is report 3 of 3 for (B)(4).